Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The patient was tested prior to surgery. The alleged sample initially generated a positive result for sars-cov-2. A new sample was tested on the cobas liat which yielded a negative result for all targets. In parallel with the second test, a rapid antigen test (details unknown) was performed and was negative for sars-cov-2. The initial positive result was not released. The patient was presumed negative and the surgery was conducted with some precautionary infection prevention measures. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The observed discrepancy was most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay and varying assay sensitivities. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.